Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The retainer ring on the tip of the adjustment screw is missing rendering the clamp unable to set. Otherwise, the clamp mechanism functions smoothly. This issue was documented in a medtronic navigation hardware anomaly tracking database. Further engineering analysis found as stated in the previous findings, the captive washer at the distal end of the adjustment screw was missing, preventing the screw from opening the jaws of the clamp. A CAPA was created to address the reported incident. Based on the CAPA investigation, the identified root cause for this event was that the laser weld around the captive washer was insufficient to support misuse; and the mechanism to auto-disengage the jaws permits screw rotation in excess of the desired stop. The patient safety risk of the clamping mechanism of the reference clamp breaking was reviewed and the risk of the situation remained unchanged. The current instructions for use (IFU) that accompanies the device include multiple warnings against using damaged devices. Specifically, in the preparation for cleaning section of the instructions for use is the statement ¿disengage all components but do not disassemble clamps.¿ the clamps are not able to be disassembled so, by attempting to disassemble the clamps the reprocessing users are not following the instructions for use.

Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. 09/08/2015: a medtronic representative, at the site, reported it was likely the screw stripped off and came loose of the mechanism that opens and closes the clamp. Return requested. Replacement device shipped to site 09/22/2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spinous process clamp had become damaged and could not be removed from the patient's spinous process. The site attempted multiple ways to remove the clamp without success. The surgeon removed a small piece of the spinous process where the small clamp was fixed onto to remove the clamp. The medtronic representative advised the site to look and make sure nothing jamming the mechanism. There was a 5 minute delay in the procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system.